Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that thresholds and impedances have been rising for the last several months and are now high on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.